Event description:
Add'l info received from reporter on 12/11/2019 for mw5088683. This is a f/u to my original adverse report submitted on 07/29/2019 regarding problem with allergan textured saline implants placed following a double mastectomy in (B)(6) 2011. My total capsulectomy (surgical explant of both implants and scar capsules) was on (B)(6) 2019. Surgeon was (B)(6). Neither implant had a rupture. Pathology was performed and I was negative and I was negative for bia-alcl. Scar capsules, however, did contain bacteria that required antibiotics. And pathology report noted "large mast cell reaction" which I believe explains my autoimmune issues in the 8 years since getting implants. It has been a difficult recovery, both physically and mentally. It is like I went through a double mastectomy twice, and I was so ill going into this surgery that I am dealing with extra fatigue and pain this time around. Some symptoms are starting to resolve, mainly the cognitive issues I was experiencing (particularly bad in the last year), a strange rash on my sternum that appeared in the last year is now completely gone, feeling of "iron bra" from capsular contracture is gone. I have hope that with more time, other symptoms will resolve now that the source of inflammation and toxicity has been removed from my chest. FDA safety report ID# (B)(4).

Event description:
Allergan natrelle 363 textured saline implants placed after bilateral mastectomy for breast cancer in (B)(6) 2011. In past 6 months, increasing rib cage pain which radiates through in back, sharp shooting pains from under edge of implants into armpits, stabbing / burning pains upon taking deep breaths, small but visible and painful lump appeared near outer edge of implant on (B)(6) 2019, ultrasound indicated multiple fluid filled areas around right implant (not enough fluid to aspirate) and enlarged lymph node. Pathology returned from biopsy of lymph node indicated benign. Based on these symptoms, along with various autoimmune symptoms that came on 2 years after implants were placed and continue to worsen. I was advised to have implants and scar capsules removed for sake of my health. This was recommended to me prior to the FDA announcement banning allergan textured implants due to risk of bia-alcl and the allergan voluntary recall of unused implants still in their boxes. Consultation for explant surgery scheduled for (B)(6). Surgeon will send everything to pathology following surgery and I will submit an add'l report once I have more info. FDA safety report ID# (B)(4).